Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the IV tubing was found in a pump that was actively infusing fluid for a patient was noted to have ballooned in the IV pump. There was report of patient harm.

Manufacturer narrative:
The customer's report that the tubing ballooned was confirmed per a picture received from the customer which showed that the silicone segment tubing had a ballooned bulge near the upper fitment. The root cause for this event was not identified.